Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/27/2015 with the following findings: the pump's black box dates showed inaccurate time/date settings of the dates (B)(6) 2022 -(B)(6) 2022-(B)(6) 2007-(B)(6) 2007-(B)(6) 2007. The current black box showed evidence of a partially discharged battery being installed on (B)(6) 2007. There were battery compartment cracks observed in the thread area and below the grip pad. The pump's current draws were within specifications. There was no evidence of moisture or loose components inside the pump. Unrelated to the initial allegation, the contrast and up buttons were intermittently unresponsive. Contamination as found underneath all of the keypad button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter alleged that battery life was shorter than expected. Customer support has made several attempts to contact the consumer to acquire additional information. There is no further information, regarding the complaint, available at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.